Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a biliary stone removal procedure. According to the complainant, when trying to make an incision at the papilla of vater, the cut wire did not cut well. It appeared monopolar current was not flowing well through cutting wire. Additionally, bleeding occurred when trying to remove the stone with force, however, treatment was not required for the bleed. The procedure was completed with another stonetome sphincterotome and the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a biliary stone removal procedure. According to the complainant, when trying to make an incision at the papilla of vater, the cut wire did not cut well. It appeared monopolar current was not flowing well through cutting wire. Additionally, bleeding occurred when trying to remove the stone with force, however, treatment was not required for the bleed. The procedure was completed with another stonetome sphincterotome and the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the cut wire was intact. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The length of the exposed cutting wire was with in specification and the device tip bowed past the 90 degree minimum bowing specification. The reported complaint of, electric current was not flowing well, could not be duplicated. Therefore, the most probable root cause for the customer complaint is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.